Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
The sales rep reported that the surgeon called him reporting that he had to perform a revision surgery for a broken variax elbow plate. He added that the initial surgery was an osteosynthesis of a distal humeral fracture (oblique, distal 3rd) with a single variax elbow posterolateral plate ((B)(6) june). He reported that the pt was rather agitated when waking up after surgery. Surgeon reported that a plate breakage took place on the (B)(6) june, for which a revision surgery was performed on the (B)(6) june.